Event description:
It was reported that during a kyphoplasty procedure at t7/t8/t9, one of the balloons ruptured after inflation. No patient complications were reported with this event.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.